Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving good therapeutic effects and was having difficulty walking even after several attempts at reprogramming. The device was explanted and replaced. Additional information has been requested but was not available as of the date of this report.